Manufacturer narrative:
Device history records review was completed for part: 311.43, lot: 5893646. Manufacturing location: (B)(4), release to warehouse date: nov 06, 2008. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Visual inspection performed on the returned instrument shows that the device is stuck with the returned driver blade. No visual issues were noted on the instrument. Using some force, the instruments were able to be separated, and when inserted again no issues were noted. The screwdriver was able to insert and separate from the handle with ease. This was repeated five times and no issues were noted. The complaint condition did agree with the received condition of the device. The complaint could be replicated with the returned device during the initial test. Specifications: distal tip ø: 3.6 +0/-0.03 mm, measured dimensions: ø: largest gauge pin fit 3.6 mm; conforming. Device used: gauge pin gp29/32. Relevant drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. While no definitive root cause could be determined it is possible that the device was put in a slight angle, or bioburden buildup has led to the complaint condition observed. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the stardrive screwdriver shaft t8 did not separate from the handle with quick coupling. It is unknown if there was patient or procedure involvement. Upon receipt of the device, it was noted that the returned device is stuck with the returned driver blade. This report is for one (1) handle with quick coupling. This is report 2 of 2 for (B)(4).